Manufacturer narrative:
On july 30, 2020, the patient reached out to the implanting clinician to report that the incisions were not healing. The implanting clinician was not available, and the patient was granted an appointment for follow-up with the physician covering for the implanting clinician. On (B)(6) 2020, the physician decided to remove the stimulators to help with the healing process. The patient was prescribed antibiotics to treat the infection at the incision site. The cr became aware of this issue when the covering physician followed-up with the cr to make him aware of the explant procedure. On august 5, 2020, the cr reached out to the patient to obtain an update on her condition. The patient stated she was taking antibiotics and is waiting for the infection to clear and the incisions to heal for her to reach out to the implanting clinician to schedule a new procedure. The stimulator was reported to meet product specifications. Manufacturer cannot currently receive the stimulator for analysis. The device was used for treatment of pain. The device cannot be traced as the source of the issue. Infection is a known as adverse events for the peripheral nerve stimulator that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lots swo191024 and swo190414, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.

Event description:
Stimwave quality has investigated the details for a reported stimulator infection at the incision site to the stimwave complaint system on july 31, 2020, by clinical representative (cr) in the united states. Cr became aware of this issue june 30, 2020.